Event description:
A nurse reported an occlusion occurred during aspiration while performing a cataract extraction procedure. The cassette was exchanged and the case was completed with no further incidents. There was no patient impact reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.(B)(4).